Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of a calibration error. The customer stated that her sensor was over 300 and her blood glucose was 162 mg/dl, however she did not calibrate to make a correction. The customer's blood glucose after a walk was showing high. The customer calibrated again and received a calibration error. The customer was advised to wait until her blood glucose levels are stable to calibrate. The customer was advised that 2 consecutive calibration errors will lead to a change sensor alert, and the sensor would need to be replaced. The customer was advised to call back if she needed further assistance.